Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed loss of capture (loc), which resulted in greater than 2 seconds of asystole. All the lead impedance and sensing measurements were normal and within range. It was also noted the associated pacemaker exhibited a longevity of less than .5 years. It was suspected this device was failing to output. Boston scientific technical services (bsc ts) was contacted to discuss the rate of battery depletion. Bsc ts discussed that there may be a long charge time, which caused the gauge to read low. This can be corrected by obtaining proper charge time measurement. The decision was made to replace this rv lead within the near future. Subsequently, additional information was received that the associated pacemaker was explanted, and this rv lead remains in service. There were no additional adverse patient effects reported.